Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic'), fallopian tube perforation ('perforation fallopian tubes/ migration') and genital haemorrhage ('gen. Abnorm. Bleed') in a female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("claiming allergy rash/skin condition"), hypersensitivity ("hypersensitivity"), headache ("headaches") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, hypersensitivity, hormone level abnormal, headache and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, metrorrhagia, iron deficiency anaemia, genital haemorrhage, migration, fallopian tube perforation. As per pfs, pregnancy ectopic, stillbirth/miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified). Result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Removal date added. Event ¿injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, metrorrhagia, iron deficiency anaemia, genital haemorrhage, dermatitis allergic, hypersensitivity, device ineffective, ectopic pregnancy with contraceptive device, fallopian tube perforation, hormone level abnormal, headache, migraine. Lab data added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.